Event description:
The pt had a history of a bard recovery ivc filter placed on (B)(6) 2005 at a different hospital. The pt presented to our facility with upper abdominal pain and CT exams demonstrated the filter had migrated superiorly and fragmented with filter fragments in the right lung and right heart ventricular. It took two separate procedure under anesthesia to retrieve all the parts. The pt recovered well. Dates of use: (B)(6) 2005 - (B)(6) 2007. Diagnosis or reasons for use: history of deep vein thrombosis in (B)(6) 2005.